Manufacturer narrative:
The subject device was received and evaluated . Device evaluation as noted in section b5 found foreign debris protruding from the air/water nozzle. Blockage was evident during the outlet pipe inspection. In addition, water flow and water removal noted to be not to specifications. Blockage found was described to be a white brush like material. Furthermore, the following defects/findings were identified during device inspection: worn light cover glass adhesive, optical cover glass, outlet pipe. Distal end adhesive was lifted. Control body aspiration housing/air/water housing coloured ring noted worn out. Hole found on the switch button. Angulation out of specifications (down angle, up/down play) . Automated air leak test failed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported an error code e243 found during device maintenance. There was no patient involvement on this reported issue. No harm was reported, no user injury was reported. Device evaluation , foreign debris was found protruding from the air/water nozzle. This report is being submitted due to the finding of foreign debris protruding from the air/water nozzle (insufficient cleaning (handling problems) identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.